Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The event was not confirmed. The device will not be returned to the manufacturer. Therefore it will not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that (B)(4) products optipac 40 refobacin plus bone cement-3, reference (B)(4) , batch 807aa07130 were manufactured on 16th march 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 other complaints have been recorded for optipac 40 refobacin plus bone cement-3, batch 807aa07130 ((B)(4)) within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cements did not anchor the implant, three consecutive times in the same surgery. For each open cement, there was a delay of approximately 15 minutes, which makes a total delay of 45 minutes. None of these 3 cements was implanted, and a fourth cement from a competence brand was used to complete the surgery. The three cements are investigated in the complaints (B)(4). The cement storage temperature was 20°c, the cement storage humidity was 50%, the operating room temperature was 19°c. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cements did not fix the implant, three consecutive times in the same surgery.